Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform the displacement test or verify the low reservoir alarm due to motor error alarm. The insulin pump received with minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm while rewinding the insulin pump for an infusion set change after receiving a low reservoir alarm. The customer stated the insulin pump would not rewind without alarming motor error. The customer's blood glucose was unknown. The customer stated that there were no significant events leading to the alarm. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.